Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device would not operate on ac power. No patient harm reported.

Manufacturer narrative:
The customer¿s biomed reported replacing the power supply, running the device through all required testing and placing the unit back into service. No further patient was provided.